Event description:
It was reported that this pacemaker was unable to be interrogated with the remote home monitoring equipment. Troubleshooting was attempted, however, was unsuccessful, and the patient was referred to their clinic. The patient was seen for in clinic follow up approximately one month later. Interrogation of the device with a programmer found the device had reverted to safety mode. Additionally, it was reported that during a previous in clinic follow up, the device showed a battery status of 4.5 years remaining. The device battery was suspected to be depleting faster than expected. Device replacement was scheduled for a future date. No adverse patient effects were reported. Available information indicates this device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was unable to be interrogated with the remote home monitoring equipment. Troubleshooting was attempted, however, was unsuccessful, and the patient was referred to their clinic. The patient was seen for in clinic follow up approximately one month later. Interrogation of the device with a programmer found the device had reverted to safety mode. Additionally, it was reported that during a previous in clinic follow up, the device showed a battery status of 4.5 years remaining. The device battery was suspected to be depleting faster than expected. Device replacement was scheduled for a future date. No adverse patient effects were reported. Available information indicates this device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was returned with no telemetry and no tones. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in the clinically observed reversion to safety mode and premature battery depletion.

Event description:
It was reported that this pacemaker was unable to be interrogated with the remote home monitoring equipment. Troubleshooting was attempted, however, was unsuccessful, and the patient was referred to their clinic. The patient was seen for in clinic follow up approximately one month later. Interrogation of the device with a programmer found the device had reverted to safety mode. Additionally, it was reported that during a previous in clinic follow up, the device showed a battery status of 4.5 years remaining. The device battery was suspected to be depleting faster than expected. Device replacement was scheduled for a future date. No adverse patient effects were reported. Available information indicates this device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.it was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.the product has been received for analysis.

Event description:
It was reported that this pacemaker was unable to be interrogated with the remote home monitoring equipment. Troubleshooting was attempted, however, was unsuccessful, and the patient was referred to their clinic. The patient was seen for in clinic follow up approximately one month later. Interrogation of the device with a programmer found the device had reverted to safety mode. Additionally, it was reported that during a previous in clinic follow up, the device showed a battery status of 4.5 years remaining. The device battery was suspected to be depleting faster than expected. Device replacement was scheduled for a future date. No adverse patient effects were reported. Available information indicates this device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was returned with no telemetry and no tones. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in the clinically observed reversion to safety mode and premature battery depletion.